Event description:
It was reported that the alarm no longer makes any sound. Customer states that there is no error code. The unit will engage in monitoring. No consequences or impact to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The customer indicated that the product would be returned. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.